Event description:
It was reported that during bending with the french bender, two different vitallium rods were broken. A part of one rod was used in the patient. A titanium rod was used for the other side of the patient spine.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned rod was confirmed to have fractured at the laser marking dot. A similar device was sent for material analysis and it was determined that this device fractured through bending overload. Conclusion: the fracture is unknown, but likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction.

Event description:
It was reported that during bending with the french bender, two different vitallium rods were broken. A part of one rod was used in the patient. A titanium rod was used for the other side of the patient spine.